Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The home patient (hp) reported that the supply bag had fallen and become disconnected. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 5. The supply bag fell and disconnected. The technical service representative (tsr) explained the alarm to the nurse. The tsr assisted the nurse to cycle the power to clear the alarm. The nurse disconnected the patient, removed the cassette at "load the set" and turned the hc off. The nurse would speak with the doctor to see how to proceed. The hc was reset and ready for the next day. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.